Event description:
During the course of a laparoscopic assisted vaginal hysterectomy, after only 3 firings (the device is approved for 8) the entire stapler became disassembled prior to stapling. It was being used to grasp the pt's left round ligament. The device then needed to be forcibly removed from the tissues as it would not disengage. The operator cauterized on each side of the device and cut it free. One piece of the assembly had to be retrieved from the pt's abdomen. Although in this instance, no serious pt harm was done, if this device had been on the uterine artery a major catastrophe could have occurred. Pt's condition involved multiple fibroids, but the structure to which the device was applied was soft and pliable. There really was no explanation except a faulty device.